Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump flashing white light on the display. During visual inspection, found electronics stack and motor had moisture damage. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a broken or cracked lcd screen. The customer stated that they can read the display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.